Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol sepramesh ip, reference number 5959360, lot number huub0239 was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol sepramesh ip, reference number 5959360, lot number huub0239 was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open hernia repair with the implant of sepramesh ip (device #1). Per operative notes, ¿multiple small hernia defects within midline fascia were identified, one right at umbilicus and multiple ones extending superior to umbilicus. All hernia defects were identified and the hernia contents were removed. A sepramesh ip (device #1) was trimmed and inserted deep to the fascia and sutured.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open hernia repair with the removal of mesh (device #1). Per operative notes, ¿three small hernia defects with bulging peritoneum were identified along the edge of the mesh. These hernias were opened, entering the peritoneal space. The omentum was adherent to the mesh, the omentum was taken down and the mesh was also removed. Component separation was performed on both sides.¿ (B)(6) 2012 - patient was admitted in hospital and was diagnosed with distended abdomen, recurrent ventral hernia and small bowel obstruction. (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open hernia repair with the implant of ventralex st (device #2). Per operative notes, ¿the hernia was noted right above the umbilicus which was dissected down. The defect was noted with the separation of rectus muscles. The adhesions were taken down and freed up the underlying peritoneum. The excess sac was excised. A ventralex st mesh (device #2) was secured to the overlying fascia with sutures.¿ (B)(6) 2014 - patient was diagnosed with infected epidermoid cyst on the left lower quadrant thereby underwent resection. (Note, there was no visualization of mesh). Attorney alleged that the patient had abscess, adhesions, infection, pain, hernia recurrence and emotional injuries. It was also alleged that the patient developed mrsa and has visited the ER due knots forming in his stomach.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, small bowel obstruction, adhesions and abdominal distention thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.